Event description:
It was reported that the patient experienced convulsions around 4:00 a.m. And entered cardiac arrest. The heart resumed function, almost did not fully contract. An echocardiography was performed on (B)(6) 2019 and showed no enlargement on the right ventricle and there were no signed of obvious right heart failure. It was not considered left ventricular device related right heart failure.

Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient¿s pneumonia could not be conclusively determined, and a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The patient was implanted with (B)(6) on (B)(6) 2019. An echocardiography taken on (B)(6) 2019 showed no enlargement of the right ventricle or obvious right heart failure. The patient experienced convulsions on (B)(6) 2019 and was found to be in cardiac arrest. Heartbeat resumed; however, cardiac function was decreased. The patient experienced sputum from pneumonia resulting in airway obstruction. The airway obstruction caused hypoxia and subsequently multiorgan failure and patient expiration despite extracorporeal membrane oxygenation. The pump was returned assembled with the driveline severed approximately 18.75¿ from the pump housing, and the distal portion of driveline was returned with the controller connector measuring approximately 20.25¿. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the outflow elbow. The outflow graft bend relief and outflow graft bend relief collar were returned unconnected. The outflow elbow was returned attached to the pump outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces revealed no abnormalities related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including local infection and death. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii lvas. Section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.